Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds and increased impedance. It was suspected that there may be mineralization accumulating on the lead. The patient experienced non-sustained tachycardia. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.